Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and high voltage tank were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system showed overload fault errors. The fse determined the cause of the problem to be there was arcing on the (hv cable) anode side of the x-ray tube; the hv cable ends (candlesticks) needed to be cleaned and re-greased. The fse cleaned and re-greased the candlesticks, ran a calibration (best practice after re-greasing), and verified system functionality. The high voltage (hv) cable is a complex wiring assembly that contains many conductors, including the thick, highly insulated positive and negative cables that carry high voltage from the high voltage tank to the x-ray tube. Failure of the grease on the hv cable and/ or the x-ray tube hv sockets can cause arcing on the hv cable connections and overload fault errors. Cleaning and re-greasing the hv candlesticks resolves this issue. This complaint does not represent a malfunction because the high voltage grease breaks down over time and needs to be cleaned and reapplied periodically.